Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 400 mg/dl at time of incident. Customer¿s current blood glucose level was 133 mg/dl. The customer did not provide any symptoms such as a result of high blood glucose. The customer was treated for high blood glucose level with shot. The customer was mentioned insulin pump had motor error. Customer was able to complete insulin pump rewind. Customer reported that the motor error alarmed again. The drive support cap appears normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime device during prime test due to faulty force sensor resistor. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed.